Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of above 600 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump was not delivering a bolus as intended. Additionally, it was reported that the customer was using lyumjev insulin within the pump supplies. Tandem technical support informed customer that lyumjev is off label per the user guide. The customer reverted to an alternate method of insulin therapy.